Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. No further assistance required.